Event description:
Event description guidant received information that an atrial lead revision procedure was performed due to a fracture and insulation break in the lead. The fractured lead was removed and replaced.